Event description:
A surgeon reported that the valved trocar cannula stayed opened when inserted to the patient's eye during a vitreoretinal procedure. Vitreous humour leaked because the valve was not closed the whole time during the surgery. The issue was resolved after replacing the product with another one. The procedure was completed without consequences to the patient. A product sample has been requested for this case for evaluation.

Manufacturer narrative:
The device was received by a company representative and it is in transit to the manufacturer for investigation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).